Event description:
It was reported that the physician's handheld screen is dark. Troubleshooting was performed by performing hard resets; however, the screen was still dark. A new programming tablet was provided to the physician. The physician's handheld is expected to be returned for analysis, but has not been received to date.

Event description:
The handheld and flashcard were received for analysis. Analysis of the handheld was completed on 02/24/2015. No anomalies associated with the screen brightness were identified during the analysis. A visual analysis of the handheld identified that the main battery was swollen. The swollen battery had no impact on the device performance. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on 02/24/2015. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.